Manufacturer narrative:
As of 22nov2019, qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed reco...

Event description:
Event verbatim [preferred term] cerebrospinal fluid retention [cerebrospinal fluid retention]. Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfilm) implant with unknown lot number; route of administration, dosage, administration dates, and indication unspecified. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced cerebrospinal fluid retention. The action taken in response to the event for absorbable gelatin and the patient outcome were not reported. The reporting physician did not provide seriousness criteria for the event and did not assess the causality of the event to absorbable gelatin. On 22nov2019, the product quality complaint group provided the following information: qa review& rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the site's production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none was received. It was unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, it was concluded that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. There was no malfunction present and the severity of the complaint was unknown. Scope: all gelfilm batches manufactured by pfizer site were considered to be in scope. A query of the complaints database required an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class. The query captured a total of one data point, which is the complaint being investigated here. It should be noted that use of the reported sub-class began within the current year. On 27nov2019, the product quality complaint group also provided that the product batch number was unknown. Follow-up (22nov2019): new information received from product complaint group includes: investigation result. Follow-up (27nov2019): new information received from product complaint group includes: reports the batch number is unknown. No follow-up attempts are needed. Information about lot/ batch number cannot be obtained., comment: the reported event cerebrospinal fluid retention was more likely due to underlying or concurrent disease, and unlikely related to the use of absorbable gelatin (gelfilm) implant. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Cerebrospinal fluid retention [cerebrospinal fluid retention] , . Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfilm) implant with unknown lot number; route of administration, dosage, administration dates, and indication unspecified. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced cerebrospinal fluid retention. The action taken in response to the event for absorbable gelatin and the patient outcome were not reported. The reporting physician did not provide seriousness criteria for the event and did not assess the causality of the event to absorbable gelatin. No follow-up attempts are possible. No further information is expected., comment: the reported event cerebrospinal fluid retention was more likely due to underlying or concurrent disease, and unlikely related to the use of absorbable gelatin (gelfilm) implant. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
As of 22nov2019, qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for th...

Event description:
Event verbatim [preferred term] cerebrospinal fluid retention [cerebrospinal fluid retention] , . Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfilm) implant with unknown lot number; route of administration, dosage, administration dates, and indication unspecified. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced cerebrospinal fluid retention. The action taken in response to the event for absorbable gelatin and the patient outcome were not reported. The reporting physician did not provide seriousness criteria for the event and did not assess the causality of the event to absorbable gelatin. As of 22nov2019, qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. Although no malfunction is present, 'rsnbly suggest device malfunc?' Was set to 'yes' in order to indicate that the severity of the complaint is unknown. Scope: all gelfilm batches manufactured by pfizer kalamazoo were considered to be in scope. A query of the complaints database required an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class. The query captured a total of one data point, which is the complaint being investigated here. It should be noted that use of the reported sub-class began within the current year. Additional information has been requested and will be provided as it become available. Follow-up (22nov2019): new information received from product complaint group includes: investigation result., comment: the reported event cerebrospinal fluid retention was more likely due to underlying or concurrent disease, and unlikely related to the use of absorbable gelatin (gelfilm) implant. This case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] cerebrospinal fluid retention [cerebrospinal fluid retention]. Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfilm) implant with unknown lot number; route of administration, dosage, administration dates, and indication unspecified. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced cerebrospinal fluid retention. The action taken in response to the event for absorbable gelatin and the patient outcome were not reported. The reporting physician did not provide seriousness criteria for the event and did not assess the causality of the event to absorbable gelatin. On (B)(6) 2019, the product quality complaint group provided the following information: qa review& rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the site's production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none was received. It was unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, it was concluded that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. There was no malfunction present and the severity of the complaint was unknown. Scope: all gelfilm batches manufactured by pfizer site were considered to be in scope. A query of the complaints database required an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class. The query captured a total of one data point, which is the complaint being investigated here. It should be noted that use of the reported sub-class began within the current year. On 27nov2019, the product quality complaint group also provided that the product batch number was unknown. On 04dec2019, the product quality complaint group reasonably suggested a device malfunction. This potential device malfunction meets the severity criteria for s4 and thus it is considered reportable as a medical device malfunction. Follow-up (22nov2019): new information received from product complaint group includes: investigation result. Follow-up (27nov2019): new information received from product complaint group includes: reports the batch number is unknown. No follow-up attempts are needed. Information about lot/ batch number cannot be obtained. Follow-up (04dec2019): this case is being updated with the following information: device malfunction reportability and severity of harm ranking. Company evaluation case comments: the information provided in this case is very limited, especial product indication is missing, and does not allow a medically meaningful assessment. Considering the approved indication for neurosurgery, a potential device malfunction which has a theoretical risk to cause serious injury, and a contribution role of absorbable gelatin (gelfilm) implant to the onset of the reported serious injury of cerebrospinal fluid retention in this case, cannot be completely excluded., comment: the information provided in this case is very limited, especial product indication is missing, and does not allow a medically meaningful assessment. Considering the approved indication for neurosurgery, a potential device malfunction which has a theoretical risk to cause serious injury, and a contribution role of absorbable gelatin (gelfilm) implant to the onset of the reported serious injury of cerebrospinal fluid retention in this case, cannot be completely excluded.

Manufacturer narrative:
As of 22nov2019, qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed reco

Manufacturer narrative:
As of (B)(6) 2019, qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed reco.

Event description:
Event verbatim [preferred term] cerebrospinal fluid retention [cerebrospinal fluid retention] , . Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfilm) implant with unknown lot number; route of administration, dosage, administration dates, and indication unspecified. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced cerebrospinal fluid retention. The action taken in response to the event for absorbable gelatin and the patient outcome were not reported. The reporting physician did not provide seriousness criteria for the event and did not assess the causality of the event to absorbable gelatin. On (B)(6) 2019, the product quality complaint group provided the following information: qa review& rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation and severity were unknown; therefore, the complaint is indicative of a potentially reportable device complaint. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the site's production process. There were no previously completed investigation reports within scope to identify a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none was received. It was unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, it was concluded that the quality of the product on the market remains acceptable. Corrective / preventive action: corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. There were no previously completed investigation reports within scope to identify corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. There was no malfunction present and the severity of the complaint was unknown. Scope: all gelfilm batches manufactured by pfizer site were considered to be in scope. A query of the complaints database required an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class. The query captured a total of one data point, which is the complaint being investigated here. It should be noted that use of the reported sub-class began within the current year. On 27nov2019, the product quality complaint group also provided that the product batch number was unknown. On 04dec2019, the product quality complaint group reasonably suggested a device malfunction. This potential device malfunction meets the severity criteria for s4 and thus it is considered reportable as a medical device malfunction. On 18dec2019 and 19dec2019, it was reported reasonably suggest device malfunction was yes, severity of harm was s4. Per additional correspondence with the tokyo affiliate: it had confirmed the source document but only ""fluid accumulation" was described in it. Because it was considered that cerebrospinal fluid had accumulated even using gelfilm after the surgery, we have judged as loe. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown; therefore the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Further correspondence with pfizer safety determined that the worst case severity for the reported complaint was s4. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Note: this investigation, initially approved on 27nov2019, was amended upon additional correspondence with pfizer safety. The addition of this information did not change the initial assessment of this batch and this batch remains acceptable. Scope: all gelfilm batches manufactured by pfizer kalamazoo were considered to be in scope. A query of the complaints database required an expanded timeframe to attempt to capture the required 5 data points for the reported product, class, and sub-class. The query captured a total of two data points, one of which is the complaint being investigated here. The other complaint captured was also for an unknown batch number. Discussion/conclusion: device malfunction. The purpose of the rmc was to assess an individual case safety report issue and to determine if a potential device malfunction had occurred, and the severity level and reportability to health authorities. A potential safety issue consisting of a case report from a sales representative in japan "cerebrospinal fluid retention" was received. An example of a hazard with similar implications in the hazard analysis (ha) for gelfilm, inx100314503 v 4.0, was evaluated to maintain consistency in severity assessment. After evaluating the meddra coding based on soc, hlgt, hlt and pt, and the implications that increased intracranial pressure has on the management of the patient as well as the therapeutic measures that may need to be triggered by this type of adverse event and the definitions of risk severities, the rmc agreed that this potential device malfunction meets the severity criteria for s4 and thus it is considered reportable as a medical device malfunction. In addition, the rmc considered that this potential harm resulting from a potential device malfunction may need to be included in the ha. After reviewing the relevant sections of the current uspi, the rmc also considered that additional wording may be needed in the product label regarding the potential risk of csf retention. This safety topic and potential labeling implications will be evaluated and discussed further. Follow-up (22nov2019): new information received from product complaint group includes: investigation result. Follow-up (27nov2019): new information received from product complaint group includes: reports the batch number is unknown. No follow-up attempts are needed. Information about lot/ batch number cannot be obtained. Follow-up (04dec2019): this case is being updated with the following information: device malfunction reportability and severity of harm ranking. Follow up (18dec2019 and 19dec2019): this is a follow-up report from product complaint group. New information includes: investigation results. No follow up attempts are possible; information about lot/batch number cannot be obtained. Company evaluation case comments: the information provided in this case is very limited, especial product indication is missing, and does not allow a medically meaningful assessment. Considering the approved indication for neurosurgery, a potential device malfunction which has a theoretical risk to cause serious injury, and a contribution role of absorbable gelatin (gelfilm) implant to the onset of the reported serious injury of cerebrospinal fluid retention in this case, cannot be completely excluded. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the information provided in this case is very limited, especial product indication is missing, and does not allow a medically meaningful assessment. Considering the approved indication for neurosurgery, a potential device malfunction which has a theoretical risk to cause serious injury, and a contribution role of absorbable gelatin (gelfilm) implant to the onset of the reported serious injury of cerebrospinal fluid retention in this case, cannot be completely excluded. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.